Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device would not fire. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4) - double feed additional information: which firing of the device did this event occur on? 1st. What vessel or structure was the device fired on at the time of the event? Cystic duct. Were there any feeding issues experienced with the device? No. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? No. Was the clip fully advanced into the jaws prior to firing? Don¿t know. Were there any feeding issues experienced with the device? Not sure. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? Yes would not fire. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? In. Did somebody other than the primary surgeon fire the instrument? If so, whom? No. Was there a recent conversion to ees devices in this account or with this surgeon? No. No bleeding, no scissoring ¿ just did not fire the analysis results of the el5ml device found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the 3th/4th firing sequences double feed incident was noted; it could not be determined what may have caused the double feed issue. However; the remaining eleven clips were conforming according to our manufacturing specifications. The device locked out as intended but the orange indicator was not visible. Please not that these conditions are unrelated with the event reported. No conclusion could be reached as to what may have caused the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process.